Manufacturer narrative:
(B)(4) - no pt injury was noted. (B)(4) - sheath twisting is not specifically addressed in the IFU. The sheath assembly returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "caution: confirm complete deflation of balloon prior to repositioning. Caution: captor haemostatic valve must be open prior to repositioning of the molding balloon." The returned product was examined by internal personnel. The following observations were noted: the sheath was received in a bent and twisted manner. The distal tip of the sheath was noted to be in good condition. The twisting of the sheath starts approx 6cm from the distal tip and stops approx 12cm from the captor valve. A stress line was observed in the middle of the bend and follows the entire length of the twisted portion of the sheath. It was noted that the captor valve of the sheath assembly was received in a closed position. It is believed that the damage seen to the device in this case was caused by removing the balloon and tfle sheath assembly from the tfle sheath assembly and main body sheath assembly, respectfully, while the captor valves were in the closed position. The IFU states to ensure that the captor valve is in the open position during advancement and withdrawal. We will continue to monitor for similar complaints. No additional actions required at this time. The risk remains at acceptable levels.

Event description:
On (B)(6) 2011, a (B)(6), male, pt, underwent aaa repair. The pt's anatomical form was suitable for the procedure and the procedure was conducted as labeled. The physician inserted an ipsilateral leg graft delivery system into the mainbody sheath, and removed a gray positioner after graft placement. And then a coda balloon catheter was inserted into the ipsilateral leg graft sheath. The balloon came out from the sheath tip but he felt unusual resistance, so he removed it and confirmed the sheath has twisted. The procedure was completed without problem except this event. The pt is doing fine after the procedure.